Event description:
It was reported that the patient stated the representative was aware pain returned and diarrhea started on the 4th day of the trial. The patient was scheduled for a permanent implant surgery on (B)(6) to treat urethra pain. The patient called to report issues she experienced during and after the trial and also to express concern if that would affect her permanent surgery. The patient had a 5 day trial last month. Trial started on (B)(6). She had no pain for 3 days when trial started. On the 4th day of the trial the patient started having diarrhea in the afternoon and her pain started coming back. The patient said manufacturer representative told her to turn her therapy off. They told the patient one of the wires slipped. She did not notice, wires were pasted on with round bandage. Hcp (healthcare provider) did not take a look at it. They just talked on the phone and hcp said it could slip just 1 cm. She had trial starting on (B)(6) for 5 days and they took it off. The patient reported a few days after they took off the trial system, she started having pain in her right buttock and she does not have any wires. Pain was worse in the morning and goes up and down her leg periodically. In the morning it was so bad, the patient can hardly walk. The pain that patient was experiencing now worries her and she was wondering if it was going to cause a problem for her permanent surgery scheduled on (B)(6). The patient did not notify hcp about the pain yet. She was going to call hcp. During the trial, she had wires coming out on left and right side above buttocks, the screener was connected to the right side. The patient was told they wanted her to feel a little bit of stimulation and she felt it in her right buttock. She used the amplitude dial to adjust depending how much stimulation pain she felt. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID neu_unknown_lead, lot# unknown, implanted: 2014 (B)(6); explanted: 2014 (B)(6); product type lead. (B)(4).